Event description:
Patient reported issue with whisperject device jamming and missed four doses of glatiramer. No further information given. Lot number and expiration date not available. Dates of use: (B)(6) 2018 to present. Diagnosis or reason for use: g35.